Manufacturer narrative:
The pump was received with missing segments due to a cracked zebra connector at the lcd board. The pump passed the error test. No alarms were noted. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corner.

Event description:
It was reported via phone call, that the customer received an unexpected restart alarm. Customer's blood glucose levels at the time was unknown. Advised insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.